Event description:
Customer reported a past low blood glucose event with the lowest level being 48 mg/dl. Customer had to eat something to manage the low level, and control-iq feature on their pump was active at the time. Technical support suggested consulting a healthcare professional to discuss possible factors affecting blood glucose levels.